Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during hemiarthroplasty, it was found that the outer clasp of the cup was damaged and could not assemble with the liner. The ceramic head could not be taken out because of the first insertion of the liner. The operation was finished with another cup, liner and ceramic head. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. One ringloc bi-polar 28x41mm hip system was returned and evaluated. Upon visual inspection of the liner there was a circular indentation on the outside radius. Visual inspection of the locking ring identified a bend in the ring opposite of the chamfer, indicating pressure was applied from the chamfer side. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that during hemiarthroplasty, it was found that the outer clasp of the cup was damaged and could not assemble with the liner. The ceramic head could not be taken out because of the first insertion of the liner. The operation was finished with another cup, liner and ceramic head. Surgery was delayed 40 minutes. Attempts have been made and additional information on the reported event is unavailable at this time.